Manufacturer narrative:
Initial.

Event description:
It was reported that the user observed bubbles in an ilet connector and experienced elevated blood glucose of 209 mg/dl, consistent with a suspected connector leak; the agent instructed the user to replace the infusion components, and blood glucose decreased to 180 mg/dl after the change. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included resolution of the elevated glucose following troubleshooting and replacement without hospitalization. Investigation of this case revealed a likely leaking connector with air in the fluid path consistent with infusion delivery impairment. It was concluded, based on previously established findings for similar reports, that user-correctable component failure in the disposable connector was the probable cause.